Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was beeping, screen was just flashing and have a broken part at the bottom part, whole part at the bottom pops out. Also reported on insulin flow block alarm, 3rd time the same week even after changing the set and reservoir issues keep happening. The pump was beeping and alarming, cannot put battery as the bottom part is already broken. The battery fits fine but the metal piece on the cap was already broken. Troubleshooting was performed and found crack on the bottom part pops out, damage to the contacts of the battery, insulin flow block past even resolved by complete set change. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and revert to back up plan as per health care provider instructions  until new battery cap arrives. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump received with flashing white display. Unable to perform the displacement test, sleep current test, active current test and self-test due to flashing white display. Unable to download history files and traces using thump due to flashing white display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, keypad flex connector, force sensor and motor. Test p-cap and reservoir locked properly into reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: battery cap contact missing, retainer knit line damage, minor scratched lcd window, scratched case, detached end cap, overlay scratched, pillowing keypad overlay and partially detached retainer. Flashing white display due to moisture damage on the pcba 1, pcba 2, keypad flex connector, force sensor and motor. Blank display was unable to be confirmed due to flashing white display. Retainer ring damage (retainer knit line damage) was confirmed. Audio/vibrate anomaly/absence of alarm was unable to be confirmed due to flashing white display. No delivery alarm/occlusion - unknown timing was unable to be confirmed due to flashing white display. Detached battery cap was confirmed. Cosmetic damage was confirmed at the end cap during analysis. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.